Event description:
Bed would not go into the chair position.

Manufacturer narrative:
Head up and down valve was stuck. Tech had to remove valve, clean and loosen valve, then replace. Bed is working fine. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.